Event description:
It was reported that the unit showed a preamp failure during routine power up. No pt involvement.

Manufacturer narrative:
Device has been rec'd but add'l time is required to perform an investigation. A supplemental shall be submitted upon the completion of the investigation.